Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. Healthcare provider later reported ¿presented with enlarged left axillary node in silicone on biopsy¿, ¿firm mobile palpable lump in the left axilla, appearances of the palpable lump are consistent with silicon within an axillary node", "double capsule" and "textured implant."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "enlarged left axillary node in silicone on biopsy," "firm mobile palpable lump in the left axilla," and "appearances of the palpable lump are consistent with silicon within an axillary node."

Manufacturer narrative:
Photographic device analysis: visual analysis of the photographs identified a device with an opening. Labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported additional information of double capsule and textured implant. The device was explanted and replaced.